Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the comparison of rf and cryoballoon ablation therapy of af clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was noted in the echocardiogram. The case was completed with cryo. The patient decompensated and experienced tachycardia and heart failure. The patient's blood test results were abnormal. Intravenous diuretics were administered, and the patient recovered. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.